Event description:
The patient reported numbness in their leg. They have neuropathy and back pain that radiates to their feet causing numbness. The patient has not used the device in months and is having back surgery to treat the back pain. After their surgery, they would like to start using their device again.

Manufacturer narrative:
The other adverse events issues questionnaire was completed by quality with limited information. Potential causes of numbness are change in posture or proximity of electrode to target nerves resulting in stimulation of nerves outside of the target nerve, stimulator electrical failure, interference from other electro magnetic sources, and patient contraindicating conditions. Although the patient suffers from neuropathy and back pain, the physician said the numbness is not coming from the peripheral nerve stimulator. The stimulator is used to treat pain. The cause of the numbness is due to neuropathy. The provided information does not evidence that the curonix device contributed to the reported issue and is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.